Event description:
The adhesive on the bending section cover rubber had foreign material attached.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. Corrected field(s): h6-component code-remove 829(guide). New information added to the following field(s): b5, h4 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. The foreign material may have not been removed because reprocessing could not be conducted properly due to leakage from up/down and right/left angulation control knobs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited bending section cover has foreign objects, adhesive around objective lens has foreign objects, residual liquid or foreign material come out of nozzle, probe cover has foreign objects, adhesive around light guide lens has foreign objects. There were no reports of patient involvement.